Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial flutter right (r-afl) ablation procedure with an ez steer¿ thermocool® nav bi-directional catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During a right typical flutter ablation procedure cavotricuspid isthmus (cti), a cardiac tamponade was noticed. They began ablation at 40 watts and went to 50 watts. The physician felt a steam pop on the catheter while ablation of the cti line at 50 watts. The physician remarked that he should have gone back down to 40 watts. The patient¿s blood pressure began to suddenly drop and a pericardial effusion was confirmed by an echo probe and transesophageal echo (tee). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The physician believe that the cardiac tamponade occurred due to the steam pop that occurred while ablating at 50 watts. There were no errors displayed on the carto 3 system and that there was no char discovered on the catheter after the steam pop. The flow rate was unknown post steam pop. Additional information from (B)(4) received on (B)(6) 2022: the adverse event occurred on (B)(6) 2022. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was the procedure. The patient outcome of the adverse event is fully recovered. A smart ablate generator (B)(4) was used. A transseptal puncture was not performed. Prior to noting the pericardial effusion ablation was not performed. The event occurred during the ablation phase. Default stsf flow settings were used. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag force visualization features were used. Surpoint size 2 tags parameters for stability were used . No additional filter was used with the visitag. Surpoint color option was used prospectively. Clarification is being requested for response that ¿prior to noting the pericardial effusion ablation was not performed¿ since it was previously reported that event occurred during ablation. Should additional information become available this complaint will be reassessed accordingly. Steam pop is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 8-jul-2022, bwi received additional information regarding the event. After the steam pop, the physician remarked that he should have gone down to 40 watts. Not long after that, anesthesia mentioned the blood pressure was dropping. That is when the effusion was discovered. On 21-jul-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-aug-2022, the product investigation was completed. It was reported that a male patient underwent an atrial flutter right (r-afl) ablation procedure with an ez steer¿ thermocool® nav bi-directional catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions or steam pop were observed during the product analysis. A device history record evaluation was performed for the finished device 30795324l number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).